Manufacturer narrative:
(B)(4) submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary (B)(4) provides product failure investigation, analysis and resolution for the device described in this report. On (B)(6) 2013, maquet contacted the facility after receiving the facility's medwatch. The following additional info was received: the gas line of the quadrox-ID disconnected after a portable x-ray machine essentially snagged the gas line from the device. Nursing did not immediately notice the disconnection which resulted in a brief period of desaturation. The facility reported that they did not report the event to maquet as there was no device failure. Instead they submitted the medwatch to identify what they perceived to be a design issue regarding the lack of an alarm if the gas line is inadvertently disconnected from the device. The IFU specifically states the need to ensure that all pressurized tube connections are secure with a hose tie. (Please see section 7.1 application setup, page 8 of IFU quadrox-ID adult). No further action is warranted this time. However, all complaints are tracked and trended. Actions are taken as appropriate.

Event description:
As reported in the facility's medwatch received by maquet on (B)(6) 2012, "pt acutely desaturated to 60% spo2 shortly after x-ray. Increased fio2, ett suction, administered packed red blood cells x1 (for decreased hematocrit and low o2 sat), fentanyl given. Found to have disconnected sweep line to #1 oxygenator; reconnected sweep line resulting in progressively improving saturation with complete recovery of oxygenation 99% within approximately 3 minutes. There are two design concerns: no alarm to alert when there is a disconnection in sweep line, and/or latching mechanisms. Device usage problem: d". (B)(4).